Event description:
The customer stated that he was receiving erratic readings on his meter. He tested his blood glucose and received a reading of 37 mg/dl. He retested 2 minutes later and received a reading of 130 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.